Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative went to the site to examine the medtronic imaging system, thereby determining that the rotor was making noise due to a bent piece in the cable bundle track tray. The medtronic representative repaired the system and tested all components. The imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a cervical spinal fusion procedure, there was a loud grinding "metal on metal" noise from the gantry, but the spin completed and the images were good, so the site continued the case. Later, the site brought the medtronic imaging system out to do another spin near the end of the case and the gantry made the same noise and stopped spinning half-way through the 3d acquisition; site removed the medtronic imaging system and brought in a different imaging system to complete the case. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).